Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer blood glucose level was 35 mg/dl at the time of incident and the current blood glucose level was 95 mg/dl. The customer was treated with food. The customer stated that the auto mode was automatically delivering insulin at the time of low blood glucose event. The customer does not allege pump was over delivering. Advise to discontinue from set and remove the reservoir from the pump. Advise to monitor pump and blood glucose level. The device will not be returned for analysis. Frn-res unk, unomed-infst.